Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it did not work for the patient. No symptoms were reported as a result of the event.